Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an inaccurate delivery issue.

Manufacturer narrative:
Device evaluation follow-up #2: the device was returned to animas and evaluated by product analysis on 08/06/2015 with the following results: unable to investigate the complaint of inaccurate delivery. Pump histories show a replace cartridge alarm at 2:26am (B)(6) 2015 and delivery was not resumed until 10:14am (B)(6) 2015. Daily insulin delivery totals correctly reflect user's programmed basal rates. Force sensor calibration test revealed sensor is not detecting correct force at 5lbs. Resistance on force sensor measured and found to be out of specifications. The pump was opened and contamination was found on the force sensor shim. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Correction submitted 05/29/2015 as follow-up #1: upon review of the contact made on 04/10/2015, it was noted that the reporter had alleged the patient had been recently hospitalized for diabetic ketoacidosis.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.